Event description:
A biomed has identified a consistent fault with this hosp plug. The systemwide problem involves the loss of the ground pin on a rather large percentage of these plugs, roughly 25%. The absence of the ground pin compromises electrical safety and there is a resultant leakage current excess. Hospitals throughout the system have been contacted and follow-up phone calls have been made to specific departments. Of the 81 units at user facility, 20 have failed. The co has seen an add'l 16 incidents at the other sites.